Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis on an unreported date coincident with two solutions (doses, frequencies and lot numbers were not reported) used for peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset of the event. The cause of peritonitis was due to inadequate dialysis. On an unreported date, a peritoneal effluent was taken for analysis and culture. The results were awaited. On an unreported date, the patient was treated with vancomycin injection (1 gram, route and frequency not reported) and gentamycin (80 milligrams, route and frequency not reported) for peritonitis. The patient outcome of this event was resolving/ recovering. Additional information was not available.